Event description:
It was reported that the bd syringe control 10ml ll had foreign matter. The following information was provided by the initial reporter: material#: 309695, lot#: 5121447. It was reported by customer that item is busted open inside the individual plastic bags. Rcc received a complaint via email. Injuries or adverse event: no. Item: 309695, quantity affected: 1 bx, serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: item is busted open inside the individual plastic bags. Shipping boxes are not damaged and it is only some of the syringes. Customer disposition request: credit. Customer response on (B)(6) 2025. This issue was discovered on (B)(6) 2025. As for how many were affected, maybe 5 but I was uncomfortable using anything from that box so I replaced all of them and sealed it shut.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation twenty-five samples and one photo of 10 ml control syringes (part number 309695) from batch 5121447 were received and evaluated. Twenty-one syringes were found acceptable with no defects observed. Four syringes exhibited black discoloration across the bottom web; two also had large holes in the web, one had an open seal greater than ¼ inch, and one remained sealed. The photo confirmed the presence of black discoloration on the affected packages. The condition observed is non-conforming per product specifications. The potential root cause of the packaging damage and foreign matter defects is associated with the packaging process. Interviews with production personnel, along with a review of technical and electrical records and the production database, revealed fluctuations in seal temperature, which may have contributed to the observed defects. Furthermore, a device history record review was completed for provided lot number 5121447. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.